Event description:
Information was received via the (B)(4) study that during a precise carotid artery stenting with use of an angioguard embolic protection device, the patient had a transient ischemic attack (tia) after post dilation of the stent with a noncordis balloon. The patient also had hypotension after the procedure. The patient was treated with levophed drip and remain hospitalized an extra day. The patient was released from the hospital in good health without any other events or neurological deficits.

Manufacturer narrative:
The baseline report indicated that the patient had a medical history which included hyperlipidemia, abnormal stress test, smoking, diabetes mellitus, coronary artery disease, myocardial infarction, hypertension, and first-degree relative with premature cad. There was no occlusion of the contra-lateral carotid. At baseline the patient was asymptomatic with an (B)(6) score of 0 and stroke score of 0. The target site treated was the (l6) ostium of the left internal carotid artery that was 95% occluded, without thrombus, eccentric, ulcerated, no total occlusion, diameter was 5.5 cm, and length was 20cm. An arch type I was indicated. An angioguard ((B)(4)) was successfully placed, and the lesion was pre-dilated without resistance or evidence of dissection. A 7x30 precise stent ((B)(4)) was deployed without malfunction or major adverse event. The lesion post-dilated with non-cordis balloon at which time the patient had sudden onset of aphasia and right hemiparesis. The diagnosis was tia unrelated to cordis product related to the index procedure. In addition, the patient was hypotensive with neurological deficit when leaving the angiography suite. The adverse event was treated with treated with levophed. Duration was less than 24 hours with full recovery and no deficit. The stented segment was 30cm and the remaining stenosis was 20%. The angioguard was removed without any issues and without debris. It was indicated that there was no major adverse event associated with the angioguard. The patient was discharged the following day with an (B)(6) score of 0 and stroke score of 0. The pre and post procedure and discharge medication consisted of clopidogrel and aspirin pre procedure and at discharge. Tia and hypotension are well known potential adverse events associated with the carotid stent implantation procedure and are listed in the IFU as such. These events can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. These reactions are anticipated short-term adverse events associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as vessel/lesion characteristics and location, ventricular dysfunction, and procedural factors. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event, therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 9616099-2010-00357 & 1016427-2010-00057.